Event description:
A guideliner catheter was used during a clinical procedure. While removing the guideliner, along with a stent from the patient, the guideliner separated into two pieces. The guideliner catheter and stent were retrieved from the patient without impact.

Manufacturer narrative:
No patient impact was reported as a result of this event. Manufacturer's investigation found the exact root cause of this event to be undeterminable.